Event description:
It was reported that the implants at tooth sites #22, #30, and #19 failed due to peri-implantitis.

Manufacturer narrative:
Zimvie complaint number (B)(4). Multiple reports are being submitted for this event. D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. D6a: implant date unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: this report is being submitted to retract the initial report, MFR report number 0001038806-2025-02000 that was submitted on august 23, 2025 as it was confirmed that there was no issues with tooth site #19. Therefore, no additional reports will be submitted under MFR report number 0001038806-2025-02000.

Event description:
This report is being submitted to retract the initial report, MFR report number 0001038806-2025-02000 that was submitted on august 23, 2025 as it was confirmed that there was no issues with tooth site #19.